Event description:
Three different occasions the needle plastic safety guard on the bd vacutainer popped off when attempting to engage. Lots affected: 4080265, exp. 02/28/2029; 4032515, exp. (1/31/2029); 4109716, (exp. 3/31/2029). Ref: 368607. No patients or staff were harmed. Reference reports: mw5157818, mw5157820.